Event description:
It was reported that during the exercise portion of the test, the pt began to stumble and the user attempted to slow the treadmill down. When it didn't slow down as quickly as she needed it to, the user allegedly moved over to the treadmill and pressed the emergency stop switch. The pt fell and scraped her knees. Pt was treated with ointment and bandages. No further treatment was required. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.